Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010, and operated successfully until a failed self-test on (B)(6) 2010, for a low battery. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the ¿unknown¿ box has been checked in this report.